Event description:
On (B)(6) 2021, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date, an endoleak was noted during a follow-up examination. On (B)(6) 2024, a reintervention was performed. An angiography during the procedure did not show obvious endoleak, but a possibility of type ia endoleak was considered. Therefore, two aortic extenders were additionally implanted. Since the proximal end of the trunk-ipsilateral leg was just distal to the left renal artery, the proximal aortic extender was placed to intentionally half-cover the left renal artery. No impairment of blood flow into the left renal was noted. The patient tolerated the procedure.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: code b14: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code b15: the imaging evaluation performed by a clinical imaging specialist showed the following: two radiographic jpeg images provided for evaluation. No name, date, or demographics are on the images. Cannot manipulate the images in any way (window level, etc.). Poor quality images. There appears to be 6 long radiopaque markers are present at the proximal device level. One marker extends into the left renal artery origin, on this projection. There appears to be flow in the right and left renal arteries. No endoleak can be identified on these images. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention or additional intraoperative procedure time include but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.